Event description:
It was reported that the patient experienced inappropriate high voltage therapy in response to their intrinsic rhythm which triggering the discriminator and therapy. Technical support was contacted and the device was reprogrammed to resolved the event. The patient was stable and will continue to be monitored.